Manufacturer narrative:
Additional information (23-june-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Hsc observed the quality control (qc) and patient results from the loci high-sensitivity troponin I (tnih) reagent lot to lot variance were within the siemens healthineers manufacturing limits. The probable cause of the event is sample handling affecting the patient correlation results. A potential product issue was not identified. The customer is fully operational. Correction: in the initial MDR, under b6 sample ID is mentioned as (B)(6) which is incorrect, and the correct sample ID is (B)(6). The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00106 was filed on 19-may-2023.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely elevated patient result was reported to the physician and was not questioned. The same sample was reprocessed on the original dimension® exl¿ 200 integrated chemistry system with a new lot fa4014. The reprocessed result was considered correct but not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated loci high-sensitivity troponin I (tnih) patient result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.